Event description:
Philips received a complaint from a customer that there was no fluoroscopy or exposure. A defective footswitch could have cause the problem. It has not been confirmed that the footswitch was bent.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to the FDA.